Event description:
Customer's relative called in regards to selling a pump. It was stated that the customer passed away at a friend's house due to a hypoglycemic episode two months prior to this call. It was stated that the customer had a history of having many hypoglycemic episodes. Family was willing to return the device for analysis, but was not sure whether or not the pump was working.